Manufacturer narrative:
(B)(4). Review of lot f1727903, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that resistance was felt when the mynxgrip vascular closure device (vcd) 5f was put into the vessel, it couldn't follow the vessel. The patient was not morbidly obese. The vessel diameter was verified to be greater than 5 mm in diameter. Moderate vessel tortuosity was noted. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a transfemoral catheter angiography (tfca) procedure. The product was stored as instructed per labeling. The mynx vcd was prepped according to IFU instructions. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. Excess force was not applied during insertion. Another device was used to achieve hemostasis. The sheath was not kinked/bent upon removal. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that resistance was felt when the mynxgrip vascular closure device (vcd) 5f was put into the vessel. It could not follow the vessel. The patient was not morbidly obese. The vessel diameter was verified to be greater than 5 mm in diameter. Moderate vessel tortuosity was noted. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a transfemoral catheter angiography (tfca) procedure. The product was stored as instructed per labeling. The mynx vcd was prepped according to the instructions for use (IFU). Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. Excess force was not applied during insertion. Another device was used to achieve hemostasis. The sheath was not kinked/bent upon removal. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was returned with the distal tip of the catheter slightly bent. The procedural sheath was not returned for investigation. The catheter was inspected for anomalies. No anomalies were observed. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion on the returned device. No resistance was felt during investigation when the device was being inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was free of damage. Review of lot f1803901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported by the customer was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer could not be conclusively determined. However, procedural and/or patient factors, a torturous vessel, could have contributed to the report event. It should be noted that the mynxgrip instructions for use (IFU), special patient populations, states that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Neither the product history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.